Event description:
It was reported that just after implant, the lead exhibited poor impedances. The pocket was reopened and an insulation defect was observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found an intermittent short circuit between the lead coils, caused by distal insulation damage. The proximal and distal insulations were cut, and the proximal coil was kinked at approximately 22.3 cm from the connector pin. The lead was damaged in the field, and is not a result of deficiency in material or workmanship.